Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had critical pump error and blank display. The blood glucose at the time of the incident was 5.1 mmol/l. The customer was assisted with troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify critical pump error and pump error 35 due to blank display.